Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra meter was unable to provide him with a blood glucose result as it was showing a number flashing on the screen. The complaint was classified based on customer service representation (csr) documentation. The reporter claimed that the alleged meter issue began on (B)(6) 2018 at around 9:30 am. It was not reported what diabetes management routine the patient was following or if he made any change to this routine in response to the alleged meter issue. The reporter claimed that at an unspecified time after the meter issue began the patient ¿passed out" and "911 personnel" were called. It was reported that the patient was hospitalized for two days. At the time of troubleshooting, the csr confirmed that the subject meter was not being used for the first time. The csr noted however that the patient was trying to perform a blood test in the meter's settings mode. The csr walked the patient through setting up the meter and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after he was unable to test his blood glucose with the subject meter due to the alleged meter issue.